Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the helium level of cs300 intra-aortic balloon pump (iabp) suddenly dropped and no helium alarm occurred. There was no patient harm or injury reported.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) charge nurse called into the emergency support line to report a cs300 that the helium level suddenly dropped, and the pump alarmed no helium during use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code). The nurse changed the helium tank prior to calling in. The helium indicator was showing a tank half full at he the end of the call. They were going to replace he pump and send the first one to biomed for service. No repair information available. In future if we receive any repair information will reopen and update the investigation